Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 018 steelcore 300 cm, sheath: csi. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was a post atherectomy balloon angioplasty of a lesion in the non-tortuous, moderately calcified, mid popliteal artery. An armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. No issues were noted during prep (air aspiration) prior to use. The pta catheter was advanced to the lesion, inflated to 8 atmospheres, but would not initially deflate. Several unsuccessful attempts were made to deflate the balloon. The unspecified indeflator was replaced with a 30 cc syringe, the balloon was slowly deflated and the pta catheter was removed from the anatomy with no issues noted. Once out of the anatomy, they tested the pta catheter and the balloon was again slow to deflate. No replacement pta catheter was needed as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.